Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The device's machine flow sensor to address the issue. Additionally, the device's muffler and filter were replaced due to having been found to be dirty.